Event description:
The customer used the device to check their blood glucose and obtained a reading in the 300's mg/dl. They took add'l insulin and passed out. 911 was called and emts checked pt's glucose and the level was 26 mg/dl. Pt was treated with an IV and taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.